Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the device analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, when the handle was rotated to deploy the third band, the band did not deploy. The handle was rotated for the second time, but two bands were deployed at the same time. When the handle was rotated again, it was noticed that the bands were stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.

Manufacturer narrative:
Block h6: medical device problem code a150103 captures the reportable event of bands prematurely deployed. Medical device problem code a050501 captures the reportable event of bands unable to deploy. Block h2 (additional information): block d4 (lot number, expiration date), and block h4 (device manufacture date) have been updated based on the additional information received on april 17, 2023.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the gastric fundus during a varicose ligation procedure performed on (B)(6) 2022. During the procedure, when the handle was rotated to deploy the third band, the band did not deploy. The handle was rotated for the second time, but two bands were deployed at the same time. When the handle was rotated again, it was noticed that the bands were stuck and could not be deployed. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: it was reported that the speedband superview super 7 was used in the gastric fundus; however, per the speedband superview super 7 multiple band ligator IFU, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not described in the indications for use.